Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure. It was said that the patient is paraplegic, and apparently was having sort of involuntary spasms that required the legs to be tightly bound for an extended period of time. This action ended causing infection in one testicle. All components were removed and replaced with a new ipp system. The patient fully recovered.